Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutter was blunt and failed the cut test. Cutter was not repaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during an unknown time the device was in need of repair. There was no note of patient impact or delay. During product evaluation, it was found that the cutter was blunt and failed the test cut. Due diligence is complete and there is no additional information available.